Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was a value displayed as "high" on the continuous glucose monitor however, a specific value was not provided. A correction bolus was delivered to address elevated bg level. Reportedly, the customer reverted to manual injections for insulin delivery.